Manufacturer narrative:
A product investigation was completed: it was reported that the hospital discarded the loose handle pieces. There was no surgical or patient involvement. The returned instruments were evaluated by service and repair where the complaint condition was able to be confirmed in each instance and the devices were deemed unrepairable. Per the technique guides, the handle with quick coupling, small (311.43) is a common instrument, noted in numerous system technique guides including: compact distal radius, compact forefoot reconstruction screw and 2.76/3.5mm va lcp elbow. In each system the driver is utilized with an accompanying screwdriver shaft for screw insertion. The returned drivers were examined and in each instance the complaint condition was able to be confirmed. Lot 1227 had a handle broken at the cross pin, missing the distal-most portion of the handle; fragments not returned. The returned handle without an etched also had a broken handle; in this case the proximal portion was broken and not returned. Proximal knobs were not returned with either device. Relevant drawings for the returned instruments were reviewed. The returned handles with quick coupling were able to be dated based on drawing revisions. In each instance the returned handles were manufactured prior to the oldest available drawing revision. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. The returned conditions are consistent extensive wear and repeated sterilization of the devices over extended lifetimes (12+ years). The handles are phenolic le grade and are susceptible to becoming brittle after being subjected to years of thermal cycling which routinely occurs during sterilization cycles. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a service and repair history record review was attempted to the subject device. The review could not be completed because the lot number, 2117, could not be traced. The date of manufacture is unknown. The service history evaluation is unconfirmed. A service and repair evaluation was also performed for the subject device. The customer reported the wooden pieces of the handle fell apart. The repair technician reported the handle was broken. ¿handle cracked/broken¿ is the reason for repair. The item is not repairable. The cause of the issue is unknown. The item will be forwarded to the synthes customer quality unit for additional investigation. The results of the additional investigation will be reported upon completion. Date received by manufacturer was jan 28, 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The reported lot number could not be validated as a synthes lot number. Device is an instrument and is not implanted/explanted. Without a valid lot number a service and repair history record review could not be completed. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the wooden part of the handles with quick coupling fell apart on an unspecified date. It was reported that the instruments were fully intact when they were initially received. The pieces of the wooden handles were thrown out by the hospital. The issue was discovered during routine inspection and there was no patient or surgical involvement. This report is 1 of 2 for (B)(4).